Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative deleted patient archives and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system intermittently showed no input detected and then comes back. The system was restarted and then stayed on "no input detected." The wiring was confirmed to be good and the system was not physically moved with the input went away. Patient archives were deleted and the system began running much better. The rep planned to replace the computer and there was no patient involved with this issue.